Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level at the time of incident was over 600 mg/dl and the current blood glucose level was 330 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin for high blood glucose level. The device will not be returned for analysis.